Event description:
Per call received from patient who mentioned that her pacemaker is hurting. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).